Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 320 mcg/ml clonidine at an unknown dose, 2 mg/ml bupivacaine at an unknown dose, and 10 mg/ml dilaudid at 1.998 mg/day via an implantable pump for spinal pain. It was reported that the patient had not been receiving effective therapy since their new implant was placed on (B)(6) 2016 it was unknown if the managing hcp had been addressing this. On (B)(6) 2017, the surgeon had planned on changing the whole system just because he did not implant the patient and wanted to make sure everything was good. Once the patient was opened up, they cut the catheter and received good backflow, so the surgeon decided to keep the pump and catheter, but move the pump to the opposite side and add catheter length. The new catheter volume was 0.277 ml. It was noted that yesterday, the patient pump was filled with 5 mg/ml dilaudid at 0.5 mg/day and a bridge bolus was performed for a duration of 47 hours and 56 minutes. It was stated that they would prime the new length of the catheter and then have it switch over to the new drug settings. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was stated that the rep had no additional information and that the patient told her on the day of the surgery that his pump had not worked since he first got it. The patient also did not know why this was the case. The patient's previous hcp kept increasing the dose, but it was not helping the patient's pain. It was noted the patient's old physician closed his office. No further information was available.